Manufacturer narrative:
H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that during a an oarm nexframe case, the surgeon used a fess frame and navigated scan to localize and park the entry point on the patient's skull. After the entry point was made, the surgeon used the perforator to drill his burr hole. The nexframe was assembled and attached and a navigated scan was performed. The nexframe was aligned to the target. The entry point was showing 10mm posterior and 1.5 mm medial to their original entry point. Per the image on the stealth, it was showing that they would be going through a vessel and a sulcus, although that did not seem to line up with what the surgeon was seeing in the burr hole. They decided to extend the burr hole 7+ mm anterior to try and get closer to the original entry point. A new navigated scan was acquired and aligned to the target. After resetting the entry point, there were then 2 mm off from the original but very close to the edge of a sulcus. They did a poised cannula scan using the 2mm medial hole in the ben gun. This trajectory got them away from the sulcus, however, it would have put their target too medial. They then used the 3mm off the alignment tool to move away from the sulcus while maintaining their target. This seemed to help get them just far enough away from the sulcus and they were able to proceed. They ended up with 1 mm off their target and test stimulation showed great results. The surgeon did not understand how he ended up 10 mm off from his original entry point. He was also not sure why the stealth image showed them going through a sulcus but his view inside the burr hole did not match. It was noted that they were unsure if the issue was related to air in the skull and brain shift. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
D10: concomitant product: product ID: 9735737, software version #: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Corrections made to section d and h4. H3 and h6 are updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.